Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had dark urine. No alarms were noted on interrogation. Review of the patient's log files showed no unusual events. The mechanical circulatory support (mcs) equipment was operating as intended, and the patient's labs were pending.

Event description:
Additional information: the patient passed away due to an intracerebral hemorrhage (ich).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 ¿introduction¿ of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including stroke, bleeding and death. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Although a cause for the patient's dark urine was not reported and could not be identified through this evaluation, hemolysis is also listed as an adverse event in the hmii lvas IFU. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reports of dark urine and intracerebral hemorrhage could not conclusively be determined through this evaluation. Furthermore, a specific cause for these events could not be determined. The submitted log file was unremarkable. Pump speed remained above the low speed limit throughout the file, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. (B)(6) was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.